Manufacturer narrative:
Product history review: the device lot met all pre-release specifications. H6: updated codes for, "type of investigation" "investigation findings" and "investigation conclusions". Evaluation of the returned device indicates damages consistent with attempted deployment and unanticipated withdraw. The reported failure mode of deployment difficulty is consistent with the findings of a partially deployed endoprosthesis. Engineering evaluation of the device could not confirm the reported failure to deploy. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The reported inability to complete deployment is consistent with partial deployment of the inner zipper with partial device expansion as returned. However, engineering evaluation could not replicate the reported failure as the deployment mechanism was observed to be functional: deployment successfully continued at the knob. Procedural use and benchtop evaluation of the device can be impacted by different factors including but not limited zipper integrity, delivery system support or stiffness, or presence of dried fluid in/on the device. The root cause for the reported complaint could not be established with the available information, including evaluation of the returned device.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore by field sales associate: on (B)(6) 2024, during an open surgical procedure where a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device) was used, the endoprosthesis could not be opened completely during release of it. The surgeon was unable to fully unfold the vsx device, therefore the vsx device was removed and a new one implanted. No sheath or similar accessory was used as it was treated by open surgery. The field sales associate (fsa) was given a sample of the vsx device that had not been completely released, with request for evaluation to determine the cause for not releasing.